Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "replace sensor," while wearing the adc freestyle libre sensor. As a result, the customer experienced nausea, shaking, and a seizure and was rushed to the emergency room and treated with " glucose medication like 4 to 5 IV drips" and unknown medication for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.